Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(4). Section e1 - phone number complete entry = +(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total -hcg result for a patient sample. The following data was provided: sample ID (B)(6). Initial result = 270 iu/l, repeat result on another alinity ((B)(6)) = <2.3 iu/l, repeated on initial analyzer ((B)(6)) and result = 40 iu/l, repeat result on another alinity ((B)(6)) = <2.3 iu/l. No impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 8/10/2022. Service inspected the alinity I processing module, performed multiple troubleshooting procedures, and replaced the cable, washzone asp/disp pigtail that was worn out, which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the cable, washzone asp/disp pigtail did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the cable, washzone asp/disp pigtail, was identified.

Event description:
The customer observed a false positive alinity I total -hcg result for a patient sample. The following data was provided: sample ID (B)(6) initial result = 270 iu/l, repeat result on another alinity ((B)(6)) = <2.3 iu/l, repeated on initial analyzer ((B)(6)) and result = 40 iu/l, repeat result on another alinity ((B)(6)) = <2.3 iu/l. No impact to patient management was reported.